Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: by preparation for surgery, when the tip was straightened and roticulated again the roticulate part on the tip of the device was torn. The device was not used on the pt. Another device was used to complete the case.